Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-jan-30. It was reported that the patient was having a dye study in 2 weeks, and it was to be determined if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. It was later indicated that the consumer pulled up "3.44mc/day" on their computer. It was reported that since implant on (B)(6) 2016, the patient had never had success from the pump. It was noted that it had not alleviated any of the pain, and it "goes off and on, like an immunity to it." The patient was to undergo magnetic resonance imaging (MRI), and an x-ray was scheduled for (B)(6) 2018 to check the pump to make sure the pump and "catheter leads" were all connected. It was noted that they suspected there was a problem with the pump as the patient had been feeling sick/nauseous since (B)(6) 2017. It was noted that if the pump was not working, they were "going to get it yanked out" and go back to pills. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. The device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-22, additional information was received from an healthcare professional (hcp). The hcp reported that during the catheter dye study, the cerebrospinal fluid (csf) could not be aspirated. The hcp planned to revise the catheter and surgery was pending.